Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and a motor error. The customer¿s blood glucose level was 23.0 mmol/l at the time of the incident. The customer also reported that the insulin pump was dropped multiple times in the past. The customer stated that the drive support cap was sticking out. Customer also reported that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 23.0 mmol/l. The customer went to the emergency room due to insulin pump would not work. The customer was prescribed manual injection for back up plan. The customer was not wearing the insulin pump during the hospitalization for less than 48 hours. The insulin pump will not be returned for analysis. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.